Event description:
Nursing went to injection the varciella vaccine sub-q in the left upper leg. The needled was in the sub-q area, when nursing went to injection the immunization, the needle disconnected from the hub and syringe. Nursing discussed with dr., he advised that patient receive another varicella injection.